Event description:
During resmed evaluation, an astral device failed to complete its internal self-test. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The non-return valve (nrv) assembly and main circuit board were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a faulty/defective nrv and super capacitor electrolyte leak. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
During resmed evaluation, an astral device failed to complete its internal self-test. The device was not in patient use when the reported event occurred.